Event description:
Reference number (B)(4). Event occurred in czech republic. It was reported that patient faced infusion set leaking by upper membrane on (B)(6) 2025. The leakage was from the tubing. The infusion set was in use for 1 day no further information is avaliable.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: czech republic.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6010480 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6010480 was manufactured according to the wi version 20 packaged the multivac m14 on 03/dec/2024, with a total of (B)(4) units. Gluing of tube: the lot 4l03960 was glued according to the wi version 15, manufactured in the line lc01 on 02/dec/2022 with a total of (B)(4) units. Short cannula: the 4k02666 was manufactured according to the wi version 16 manufactured in the line lc05 on 09/nov/2024, with a total of (B)(4) units. The 4k02667 was manufactured according to the wi version 16 manufactured in the line lc04 on 24/nov/2024, with a total of (B)(4) units. The 4l02429 was manufactured according to the wi version 16 manufactured in the line lc05 on 26/nov/2024, with a total of (B)(4) units. The 4l02428 was manufactured according to the wi version 16 manufactured in the line lc04 on 24/nov/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6010480, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.